Manufacturer narrative:
Product complaint # (B)(4). Date sent: 9/6/2019.

Manufacturer narrative:
(B)(4). Additional information was requested and the following was obtained: what were the indications for surgery? Yes. Stapling the dvc during a robotic prostatectomy. What color cartridge was used? White. What anatomical structure was the device being fired on? Dorsal venal complex during a prostatectomy. On what number firing did issue occur? First firing. Can additional details be shared on how device was opened and removed from the patient? Case went from robotic to open. Once in an open case, the surgeon was able to pry the jaws open enough to essentially ¿slide¿ the stapler off the remainder of the dvc how far did device fire before issue occurred? Approximately 1/3 of the jaw what is the current patient status? Unknown. Surgeons closed the stapler on the catheter and attempted to fire while closed on the catheter.

Manufacturer narrative:
(B)(4). Date sent: 9/23/2020. Additional information received: device available for evaluation.

Manufacturer narrative:
(B)(4) date sent: 12/16/2020 d4: batch # n5415r. Investigation summary: an ec45a device was received for analysis. Please note that the package included both a b12lt trocar and a ec45a instrument along with an ecr45w white reload. The trocar was on the shaft of the instrument and could not be removed because of the tissue trapped within the jaws of the device. The device batch number was n5415r. It was not possible to observe the reload batch number because the end effector of the device was jammed in the closed position. The trocar batch number was not recorded. In conclusion the damage found in the ec45a device returned in product inquiry (B)(4) is consistent with damage caused by overloading the instrument during firing. This can occur when firing over a hard object such as a catheter, grasper or other surgical instrument. A manufacturing record evaluation was performed for the finished device batch number, and no non-conformance were identified.

Manufacturer narrative:
(B)(4). Batch # unk. Additional information requested but unavailable: what were the indications for surgery? What color cartridge was used? What anatomical structure was device being fired on? On what number firing did issue occur? Can additional details be shared on how device was opened and removed from the patient? How far did device fire before issue occurred? What is the current patient status? Additional information received: the rep wanted to add that device was closed and fired on the catheter. Per the sales rep, this could have caused the issue and will be seen on analysis

Event description:
It was reported that during a robotic prostatectomy procedure, the stapler was starting to be fired and locked on the tissue. The reverse button was depressed and the knife would not return and allow the knife to travel back. It appeared to have staples in the channel 'behind' (proximally) the knife. The patient was opened and the stapler was removed. The case was changed to an open case.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
(B)(4). Additional information: batch # n5415r. The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot.